Event description:
The customer did not report a malfunction. During inspection of cysto-nephro videoscope, found bending section was detached. There was no patient involvement.

Manufacturer narrative:
Olympus detected this issue during device servicing and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of malfunction is component failure due to stress problem. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.